Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. The physician reported that there was no issue or unexpected behavior with the ion system. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. System logs are not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The physician reported that the ion system did not exhibit any issues or unexpected behavior. The biopsied lesion was located in the right upper lung and measured 10x7mm. The lesion was pleural based. No diagnosis was obtained. The patient experienced shortness of breath. A 14f chest tube was placed. The patient was admitted to the hospital for four days. Per the physician, the pneumothorax was most likely caused by underlying emphysema and measured 18mm in size. The size of the pneumothorax did not increase over time. The patient was discharged after four days, stable and recovered. The patient has a history of chronic obstructive pulmonary disease, emphysema, and prior lung malignancy.